Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was informed to call back if the malfunction code recurred. The customer acknowledged and understood the instructions and continued using the pump.